Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. However, the unit passed basic occlusion and displacement tests. There were no motor error alarms were noted. The motor was tested outside of the device and passed the motor test.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.